Event description:
It was reported by the patient that one day after implant, their device was interrogated and it was determined one of the leads had shifted out of optimal position. In addition, the patient reported having a syncope episode and a few more hospital stays later, "it was determined the lead had pulled slightly further out of range". The patient also indicated that another procedure was necessary to have their lead put back into place; they also have a small infection at the incision site that burst pus and dark colored blood. No additional information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient additionally reported that a pacemaker system removal was scheduled.